Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, the devices had difficulties with loading the reload onto the handle while trying to fixate the mesh. There were difficulties in pressing the "push to reload" button and navigating the lock and unlock button. There were also difficulties in articulating the device. There were some tackers that were used easily and others were not. There was no injury caused to the patient and no medical intervention was required. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The unit was received with a reload improperly loaded onto the unit. The reload and the unit had disrupted timing. Microscopic inspection noted scratches on the inside of the reload. The handle was actuated but the unit was unable to cycle, which was a result of a damaged internal gear. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to improper loading of the reload. When trying to squeeze the trigger while the helix is jam. This causes the trigger to get stuck, and the trigger and its mating gear were damaged due to the excessive force that was applied to the trigger. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.